Event description:
Healthcare professional reported a xen®45 gts was implanted in right eye. Post-operatively, intraocular pressure was increasing and on pod51 surgical treatment was performed to open the conjunctiva and drainage failure was found. Device was explanted. Event noted as resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.